Event description:
It was reported to covidien that this unit was a failure out of box (foob). The unit showed dashes on the left side of the display and two backwards 6s on the other. There was no pt involvement. Covidien technician found missing segments in the display. There were very few segments displayed during post (power on self test).

Manufacturer narrative:
Covidien technician verified finding the missing segments on the display. The unit was disassembled and it was observed that the 44-pin cable was not seated on the main pcb. The cable was reseated and the unit power cycled several times. All segments showed on the display as normal. (B)(4).